Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Lap chole - "the clip applier would not close all the way during the case. They nurse pulled another clip applier for dr. Campbell, but same thing occurred, where the jaws weren't closing all the way. Both clip applier's were from the same lot number." Pt status: "pt is okay. No harm came to the pt."